Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 17- sep-2023. [Additional information]: on 17-sep-2023, modified information was received. The modified information included an update on the adverse event term. The reported adverse event term ¿bleeding in the basal ganglia with involvement of the ventricular system¿ has been updated to ¿bleeding in the basal ganglia.¿ updated sections: b.4, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 58-year old female patient with a history of atrial fibrillation, hyperlipidaemia, hypertension, and diabetes presented with an unwitnessed non-wake up stroke. The last time she was seen well was on (B)(6) 2023. Symptoms were first observed on (B)(6) 2023 at 21:30 hour. The patient was presented to the treating hospital on (B)(6) 2023 at 00:18 hour. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was cardioembolic. The patient¿s baseline nihss score was 13 and a modified rankin scale (mrs) score of 0 ¿ no symptoms. The patient underwent a mechanical thrombectomy procedure on (B)(6) 2023. The study device, a 5mm x 37mm embotrap iii revascularization device (et307537 / 22l045av) was used for an occlusion at the right m1 segment of the middle cerebral artery (mca). The pre-pass modified treatment in cerebral infarction (mtici) score was 0. The embotrap iii device was use in one (1) and only pass resulting in an mtici score of 3 with clot retrieval in the stent retriever. The pass was made via a trevo trak 21 microcatheter (stryker), an axs catalyst® 6 catheter (stryker) with 8-minute incubation time. A flowgate2¿ balloon guide catheter (stryker) and a guidewire (unspecified brand) was also used. It is not known if there were any intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 9. On (B)(6) 2023, the patient suffered an adverse event. It was reported in the case report form (crf) that the patient had a bleeding in the basal ganglia with involvement of the ventricular system. The principal investigator (pi) assessed the event as moderate in severity, not serious, with possible relationship to the embotrap iii device, unrelated to the embovac large bore catheter, and a possible relationship to the primary procedure. The event was not medically treated. The outcome was documented as ¿recovered / resolved¿ with an end date of (B)(6) 2023. The patient was discharged on (B)(6) 2023 to home for self-care with an nihss assessment score of 4 and an mrs score of 2 - slight disability; unable to carry out all previous activities, but able to look after own affairs without assistance. On (B)(6) 2023, the study site responded that ¿there was no device performance issue or device malfunction during this procedure.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, weight, race, and ethnicity were not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (22l045av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Hemorrhage is a known potential complication associated with the use of the embotrap iii device and is mentioned in the instructions for use (IFU) as such. There were no alleged quality issues related to the device, as the device performed as intended, achieving a mtici score of 3: complete reperfusion with one pass. Per the principal investigator¿s assessment, the adverse event of ¿bleeding in the basal ganglia with involvement of the ventricular system¿ had a possible relationship to the embotrap study device and a possible relationship to the primary surgical procedure. Since the severity of the event is unknown and the relationship of the device to the reported event cannot be excluded, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.